Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The physician was preparing to implant a liberte' monorail coronary stent delivery system 4.50x12mm in unknown lesion, the scrub tech noticed that the stent was not on the balloon. The stent was on the dilater on the back table and they used another of the same device to complete the procedure. Patient status after procedure is ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.